Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller was replaced and the system was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the hand controller on the 2800 system would not work and the table release pin would not work. No patient injury was reported.